Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d2a, d3, g1.

Event description:
Healthcare professional later reported "capsular contracture baker grade iii". This record is for left side. Device remains implanted.

Event description:
Healthcare professional reported "ruptures" and "exchange of textured devices due to patient's concern with product". Patient later reported "pain". This record is for left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange of textured devices due to patient's concern with product. Healthcare professional later reported left side capsular contracture baker grade iii. Device has been explanted and replaced. Capsulectomy was performed. Device has been discarded.

Manufacturer narrative:
Clarification to d6a implant date: partial date (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture; capsular contracture, baker grade iii. Additional, changed, and/or corrected data: a6, b1, b3, b5, b6, b7, d6a, d6b, g2, h6, h11.